Event description:
It was reported that the insulin pump alarmed no delivery during a bolus delivery. The blood glucose reading was 233 mg/dl. The customer advised that she was in the hospital because she is pregnant. She stated that she had disconnected from the device, disconnected and reinserted the reservoir and change the insertion stem but this did not resolve the issue. She noted that insulin did exit during a manual prime, but she received the no delivery alarm again during the bolus. She was advised that the issue may have been site related and to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.